Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope failed the leakage test during reprocessing. Inspection and testing of the returned device found foreign material on the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the grip was shaved, the forceps channel port was shaved, the right/left knob was scratched, the distal end had foreign material, the adhesive around the objective lens was dirty, the light guide lens was dirty, there was corrosion around the lever arm, and the universal cord was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer provided information detailing the reprocessing steps. Following every examination, pre-cleaning is performed. External cleaning of the instrument is performed with a soft cloth soaked in proteolytic solution, the air/water channel is aspirated with valve mh-948, and suction is performed by lifting and lowering the elevator channel several times. Stability after activation/dilution was dependent upon proper adherence to the recommended minimum concentration. The endoscope was subjected to a manual leak test. The endoscope channel was decontaminated using an olympus brush bw-412t and the valves were cleaned using mh-507 and maj-1534 brushes. A medivators isa sterilizer cantel medical endoscope reprocessor was used. The disinfectant solutions used were adaspor plus, isaspor, and isaclen. All personnel were trained on reprocessing and the correct use of the instruments. After reprocessing, the scope was stored in an upright, ventilated cabinet. This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. However, the definitive root cause could not be determined. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.